Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. An inspection of the part shows the tip is twisted/deformed. The findings are consistent with excessive torsional forces since the surface is deformed in a spiral formation. This event likely cannot be attributed to manufacturing or design related issues. The complaint is confirmed for polaris 5.5 plug driver for the failure of tip deformation. This device is used for treatment. The failure could possibly be attributed to excessive forces being applied beyond intended use. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that two polaris plug drivers with fractured tips and seven polaris plug drivers with deformed tips were discovered at a warehouse upon return from the field. Patient/surgical/event information was not provided. This is report eight of nine for this event.

Event description:
It was reported that two polaris plug drivers with fractured tips and seven polaris plug drivers with deformed tips were discovered at a warehouse upon return from the field. Patient/surgical/event information was not provided. This is report eight of nine for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2025-00345 through 3012447612-2025-00353.